Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that during the use of this product from (B)(6) of this year, two patients suffered from non-absorption and rejection of subcutaneous tissue sutures. After a second operation, the sutures were removed and sutured again. Nevertheless, the subcutaneous tissue was not sutured again, only the epidermis was sutured, and the wound healed. Also, two cases of needle and thread separation occurred in this batch on september 3. Additional information has been requested.

Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch, regarding needle detachment, closed as not confirmed after the analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 86 closed samples and 1 open sample, with the needle detached from the thread and the thread not wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.84 kgf in average and 0.38 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). We have also tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.72 kgf and 1.61 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum). Degradation test results conducted on the closed samples received also fulfil b. Braun surgical requirement. In the degradation test, the thread is introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the closed samples received are 1.22 kgf in average and 1.12 kgf in minimum. B. Braun surgical requirement is 0.50 kgf in minimum. These values are in the usual range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Reviewed the complaint history record, there are no previous complaints regarding thread slow degradation in any of the products manufactured with the same thread raw material batches used in this product. Novosyn biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. As mentioned in the mode of action of the instructions for use of the product, "during the use of novosyn® sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue. Novosyn® is metabolized to glycolic acid and lactic acid by hydrolysis without causing any enduring change in the region of the wound. About 75% of the original tensile strength remains after 14 days of implantation, about 40-50% after 21 days and about 25% after 28 days. The complete mass absorption of novosyn® takes place at 56-70 days, when the tissue is normally perfused." Furthermore, in the note/precautionary measures is stated that "skin sutures which remain in place longer than 7 days may cause localized irritation and should be snipped off or removed as indicated. Consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn® may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process." According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.